Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and photo were provided for evaluation. The sample and photograph were visually evaluated, and it was noted that a male luer was broken off into the caresite valve on the distal end of the set. Based on the evaluation results, the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. Previous engineering testing cited a probable root cause that could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: while attempting to remove the vacutainer from the extension set the tip of the vacutainer broke off and is stuck in the leur lock. No injury reported.